Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 12.5cm to 12.8cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.